Event description:
During use on a pt, the hospital staff noticed the noise from the ventilator and it shut down with an audible alarm. Turning the power off and on fixed the problem except for the setting returned to the default settings. The ventilator was running on ac power at the time of the incident. The pt was ambu bagged and then switched to another ventilator. Please note that there were no serious injuries in this case.

Manufacturer narrative:
Eval summary: the reported problem was not duplicated after intensive investigation of the returned ventilator. Checked pcs download calibration tables of the returned ventilator and noticed motor ds count 1. It means the ventilator experienced one unexpected shutdown. Allowed ventilator to ventilate for 24 hours at user settings. Visually inspected the manifold and did not notice anything unusual. Visually inspected all pcbs and did not notice anything unusual. Inspected all cables and all connections were secured. The ventilator was performed full calibration, operational verification procedure and battery test, and it met all required specification.